Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with veptr construct on an unspecified date. An infection was reported. Reportedly the patient experienced tumentia on the surgical site, again. The patient visited the hospital on (B)(6). The surgeon diagnosed the patient and conducted an emergency operation on the same day. It was reported the surgeon suspected the infection and extracted three veptr (part/lot numbers were unspecified). Reportedly the surgeon didn¿t treat the right one. The patient became less severe and was released from the hospital on (B)(6) (year unspecified). This report is for a veptr constructed (part/lot numbers were unspecified). This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The surgeon diagnosed the patient and conducted an emergency operation on the same day ((B)(6) 2013). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.